Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No specific device issue was reported. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency. The customer reported that the pdm had initiated an alarm instructing her to change the pod. Instructions provided by the pdm (and user guide) should always be followed. The user guide cautions "due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod." Without the pod returned for evaluation and based on the information provided in the report, it cannot be determined whether the pod was a contributing factor to the reported event.

Event description:
The report indicated that the customer was checked into intensive care with a bg reading of 1,136 mg/dl. She was asked by insulet customer support whether she feels her hospitalization was caused by the pod; her response as that she "didn't know." She had "so many other factors going" that may have contributed to the event. It should be noted that no pod issue was cited. She noted that the pdm had alarmed "telling her to change the pod," but she was told by her diabetes educator that "she can continue to wear the pod until it alarms on her." Insulet customer support suggested that she change the pod when instructed to by the pdm. The pod will be returned for evaluation. Note: the customer also reported that, prior to her hospitalization, she "was using a pdm that was constantly turning on and off" - she was unsure if this could have contributed to the event. A replacement pdm had been sent to her in (B)(6) 2010, but she had been "so busy she didn't program the new pdm and it's been sitting in the box."